Manufacturer narrative:
(B)(6).

Event description:
It was reported that balloon rupture occurred. The 99% stenosed target lesion was located in the moderately tortuous and moderately calcified anterior tibial artery. A 2.5mm x 220mm x 150cm coyote balloon catheter was advanced for dilatation. However, during initial inflation at 6 atmospheres, the balloon ruptured was. The procedure was completed with a non-bsc device and no patient complications were reported.